Manufacturer narrative:
Device evaluation of electrode belt has been completed. The belts ecgs 1,2,3, and 4 were defective. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.